Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. The patient had received an inappropriate shock the previous year and at that time the vector was reprogrammed from primary to secondary vector. Following the most recent inappropriate shock the vector was reprogrammed to alternate and the shock zone rate was increased. No adverse patient effects were reported.